Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 10/18/2019. Device evaluation summary: according with the information it was reported that the patient experienced rupture and generalized illness. During evaluation, the sample was found ruptured and received in two parts. Also, a crease was found on the edges of the tear. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with 700cc mentor memorygel breast implants experienced rupture of one implant and experienced unspecified illness, joint pain, forgetfulness, dry skin, and insomnia beginning roughly three to five years ago. As a result, the devices were explanted without replacement on (B)(6) 2019. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. See 1645337-2019-19769 for contralateral prosthesis report.